Event description:
The sale rep reported that during a "vrs) procedure, the pt's carbon dioxide and bp started to drop. The procedure was stopped by the anesthesiologist and the surgeon waited for a few mins before complating the procedure. It was noted that the carbon dioxide and bp started to drop about 15 mins into the procedure. The fibroid was completely removed and there were no further pt consequences. It was reported that the pt was in a lithotomy position. The surgeon cannot determine what caused the air embolism. The surgeon reported the pt is doing fine with no complications.